Manufacturer narrative:
Corrections: the event date in box b, became aware date and report due date have been updated as the previously stated dates were not accurate. The coding in box h for the complaint has also been updated to more accurately match the evaluation results.

Event description:
A trilogy evo ventilator was returned to the manufacturer for 4-year service. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the active exhalation test step during testing. The device's 3-way solenoid valve was replaced to address the issue. Additional findings not related to the malfunction/issue, the front panel was cracked and was replaced.